Manufacturer narrative:
Concomitant med products: battery devices. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the unit failed the power with test bench-not enough torque output. It was further reported that the device contained unknown debris on the ball bearings, showed signs of immersion, unknown liquid on the motor and the electronic control unit (ecu). Therefore the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and improper cleaning. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the small battery drive device was running hot and draining the batteries quickly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.